Event description:
Over a period of time, the ventricular lead impedance had been decreasing. Pt developed ventricular non-capture despite high output in ventricular pacing in bipolar mode. The pacemaker did capture the ventricle in the unipolar mode but he had pocket twitch even at ventricular voltage setting of 2.7v. Further, the ventricular impedance in the unipolar mode was measured to be 255 ohms.